Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. Please reference related manufacturer report no 2015691202103743.

Manufacturer narrative:
The device was returned for evaluation. The sheath was visually inspected and the following was observed: the sheath liner was fully expanded and tip opened as designed. The liner was circumferentially delaminated, approximately 1" in length. The c-marker band was missing. Scratches were observed along the sheath shaft. During the evaluation of the returned devices, the sheath shaft was able to be flushed with no leakage observed point to a liner tear not being present. Imagery was provided of the patient's anatomy. Calcification and tortuosity were observed in the patient's access vessel. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The following instructions for use (IFU) and training manuals were reviewed: IFU for esheath, IFU for commander delivery system, device preparation manual and procedural training manual. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from july 2020 to june 2021 for the esheath (all models and sizes) was performed with the codes identified. Prior closed complaints with any of the codes were reviewed for similar events and root cause identification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. However, product risk assessment (pra) was previously initiated to assess the risk associated with separation of the sheath marker band. The pra documents the potential for component embolization. However, there was no report of embolization occurred in this event. The risks outlined in the pra remain the same. The control limit for the applicable trending category ("separated") was not exceeded for the month of june 2021. Per pra, the issue is to be re-escalated if monthly complaint trending exceeds control limits. As such, the re-escalation threshold for this issue was not exceeded. The pra remains applicable and no further action is required. As there was no confirmed edwards defect, no corrective or preventative actions are required. The reported events were confirmed upon visual inspection of the returned device. However, no manufacturing non-conformances were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely an issue was present out of box. The complaint description states, "several attempts were made to bring ruptured delivery system balloon back in esheath, there was so much resistance the tip of the sheath began to unravel and accordion." The delivery system balloon had burst. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. Furthermore, the presence of calcification and tortuosity may have contributed to a non-coaxial withdrawal of the delivery system. The burst balloon profile likely caught on the sheath tip during delivery system withdrawal. The liner likely delaminated as a result of the excessive force required to manipulate the caught delivery system on the sheath tip. Per noted in the cer, it is unknown when the c-maker was dislodged from the sheath, however it is possible that following sheath liner delamination, the radiopaque c-marker band is exposed, making it more prone to be potentially separated from the sheath distal tip. The excessive force required to manipulate the caught delivery system on the sheath tip may also have eventually dislodged the c-marker band of the distal tip. Without the applicable imagery, a definitive root cause is unable to be determined. However, available information suggests that patient (calcification, tortuosity) and procedural factors (withdrawal of a burst balloon, excessive manipulation) may have contributed to the reported complaint events.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, regarding a 29mm sapien 3 valve in the aortic position via transfemoral approach. The valve was positioned 90:10 across annulus, during last ccs of inflation (33cc in total) delivery system balloon ruptured. No consequence from the aortic valve standpoint. The valve was well seated with no pvl. Several attempts were made to bring ruptured delivery system balloon back in esheath, there was so much resistance the tip of the sheath began to unravel and accordion. At this point, delivery system was advanced forward again and everything as a whole (sheath followed by delivery system) were attempted to be removed. At this point the nose cone and end of the balloon got stuck in the right common iliac. Vascular surgery was called, and it was decided to pull delivery system out while maintaining the sheath in the artery. The delivery balloon was able to be brought down to the femoral head/ distal right external iliac and then relodged in the vessel. A femoral cutdown was preformed and they were unable to pull the delivery system with the femoral head cutdown, they extended cutdown further open the artery and removed delivery system.